Event description:
The manufacturer received information alleging that a trilogy evo USA device was experiencing low pressure and required a software update. There were no reports of harm or injury. The device was evaluated by a factory authorized service center. During the evaluation, a ventilator inoperative error was identified in the device's event log. The error indicated that the amount of fluctuation in the flow sensor deviated from the standard. The service center determined that the device's machine flow sensor would need to be replaced to correct the issue. No repair was performed. The device was subsequently crushed and disposed of.

Manufacturer narrative:
The reported failure of ventilator inoperative red screen is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the malfunction identified in this complaint record during testing of the device prior to distribution.